Event description:
Event description guidant received information that this transvenous defibrillation lead exhibited a noisy signal. This signal was sensed by the device, and resulted in the delivery of an inappropriate shock. The physician elected to invasively examine the lead/device connection, which demonstrated that the lead had not been completely inserted into the device at the original implant. The lead was correctly inserted, which resolved the noisy signal. No additional complications were reported.